Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation and tingling sensation. It was also noted that the implantable pulse generator (ipg) had extruded when the pocket site healed and had caused pain to the patient. The patient underwent a spinal cord stimulator (scs) replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.